Event description:
The user facility reported that two pts that had been examined with the subject device had been diagnosed with cipro-resistant e. Coli. There was no information provided regarding what, if any treatment had been provided to the pts. The user facility reportedly utilized cidex opa for high-level disinfection.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional details regarding this report. The user facility reported that both pts had undergone therapeutic ercp procedures. One pt was said to have been cultured on (B)(6) 2012, whereas the second pt was said to have been cultured on (B)(6) 2012, and both results were positive for mdro e-coli. The referenced device was said to have been cultured on (B)(6) 2012 with a positive culture result for e-coli. Both pts reportedly were provided with antibiotics. The user facility reported that the incident might have been related to its reprocessing practice as the disposable cleaning brushes were being reused and tubings were not being properly reprocessed. Olympus followed-up with the ess to obtain additional information. The ess reported that the user facility was not reprocessing the mh-856 and mh-946 in between procedures, and certain pre-cleaning steps were being skipped. The user facility was said to have implemented all olympus reprocessing recommendations hence. The device reference in this report was forwarded to an independent laboratory for microbiological testing. The independent laboratory microbiological test results were negative for growth for spores, fungus, and gram positive and gram negative bacteria. The device was returned to olympus for evaluation. The evaluation found white residue and debris inside the channel mount, channel mount unit, suction cylinder unit, and in the suction mouthpiece. There were yellowish stains noted in the instrument channel. This is one of four reports. Also reference 8010047-2012-00403, 8010047-2012-00405, and 8010047-2012-00406. This report is being submitted as a medical device report in an abundance of caution.